Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2.5 - 3.5. On (B)(6) 2015 inratio inr = 1.7; repeat inratio inr = 2.7 tests performed five minutes apart. No reported adverse patient sequela.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, in-house testing was performed on the reported lot number. Retain strip testing results met accuracy criteria. No product deficiency was found for strip lot 370105a. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Although an improper technique was identified, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.